Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent pacing impedances. It was determined that rv lead was fractured. Subsequently, a revision procedure was performed. When the device was pulled out of the pocket, the rv lead pacing was inhibited. The patient experienced asystole, until their escape rhythm started. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.